Event description:
It was reported that low r-waves were observed on the lead. A reposition was unsuccessful and the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead exhibited normal electrical characteristis. Mechanical and visual analysis found the lead helix could not be extended due to dried body fluid in the distal coil and helix. Further analysis found the distal coil was twisted and stretched near the connector pin due to over-torque of the distal coil. None of the coil wires were broken. There is no indication of defects in materials or workmanship.